Event description:
It was reported that the patient presented for follow-up in the clinic. A loss of capture and a drop in sensing were noted on the right ventricular (rv) lead. A fluoroscopy x-ray showed rv lead was dislodged and required repositioning the rv lead. During the repositioning revision procedure, the helix would not retract to reposition. The rv lead was explanted and reportedly discarded by the hospital. A new rv lead was implanted with no issue. The patient's condition was stable throughout the procedure and no adverse patient consequences.